Manufacturer narrative:
Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. (B)(4). Final assessment: lot number: c68791; production date: 24-jun-2014; expiration date: 30-jun-2017. Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the insert broke at the placement performed by celioscopy. This event is non-serious and anticipated according to product technical complaint (ptc) analysis. During difficult insertions or removals, single cases have been reported of essure breakage. In this particular case, the insert broke at placement and the piece of essure system that broke was difficult to remove. Then, bilateral placement was not achieved because the procedure was stopped. Considering the event occurred at placement, causality is assessed as related to essure use. This case is assessed as other reportable incident due to device breakage; as although it did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up received on 22-sep-2015: no further information was provided. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and the insert broke at the placement performed by celioscopy. This event is non-serious and anticipated according to product technical complaint (ptc) analysis. During difficult insertions or removals, single cases have been reported of essure breakage. In this particular case, the insert broke at placement and the piece of essure system that broke was difficult to remove. Then, bilateral placement was not achieved because the procedure was stopped. Considering the event occurred at placement, causality is assessed as related to essure use. This case is assessed as other reportable incident due to device breakage; as although it did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015. The surgeon was trained to essure procedure. Reporter informed that the insert broke at the placement performed by celioscopy. The event was observed in the operating room. Health care professional reported that the piece of essure system that broke was difficult to remove. According to reporter, there was no cause related to the patient which could explain the event. Bilateral placement was not performed because the procedure was stopped. Essure system was not kept. No further information available at the time of this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had na attempt to insert essure (fallopian tube occlusion insert) and the insert broke at the placement performed by celioscopy. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions or removals, single cases have been reported of essure breakage. In this particular case, the insert broke at placement and the piece of essure system that broke was difficult to remove. Then, bilateral placement was not achieved because the procedure was stopped. Considering the event occurred at placement, causality is assessed as related to essure use. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.